Event description:
User received a discrepant troponin t result for one pt sample. The sample initially recovered 0.116 ng/ml and repeated twice as 0.056 ng/ml and 0.052 ng/ml. The sample was repeated on another analyzer and recovered 0.057 ng/ml. The result of 0.057 ng/ml was reported. The field service representative could not duplicate the issue. He adjusted the sipper rinse mechanism and checked the sample pipette. Performance tests were performed.